Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined. Product unavailable for analysis.

Event description:
Clinical registry. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a partial stent dislodgement occurred. The lesion was located in the distal right coronary artery (rca). The taxus liberte 2.75mmx 28mm stent delivery system (sds) was advanced to the lesion, however, the stent partially dislodged from the sds "just around the proximal bend". The proximal portion of the stent was able to be deployed satisfactorily and the distal portion was inflated with another manufacturer's 1.25mm balloon and a 3.0mm x 15mm balloon. "Gentle dilation with [an unspecified] 3.0mm balloon was performed at the distal rca with good angiographic result" and it was noted that "distal vessel flow was excellent". No further intervention was performed and no patient injuries or complications were reported.